Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The sulu received was fully fired and the interlock was engaged. The staple pushers were noted to be sub flesh over the entire reload. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. This may cause sub flesh staple pushers and cracks in the cartridge. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a pancreatectomy, after firing, the surgeon noted that the staples were malformed on one side of the staple line. The malformed section was resected and re-stapled using a new device. There was no patient injury, adverse event or delay in surgery time reported. No reinforcement material was used.